Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 28 mg/dl at the time of incident. The customer's blood glucose was 288 mg/dl at the time of call. The customer stated that they tried to treat the low blood glucose with food and juice but the blood glucose would not go up. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the insulin pump time was not programmed correctly. The insulin pump will not be returned for analysis.